Manufacturer narrative:
(B)(4).

Event description:
As reported by the patient's attorney, a boston scientific device was implanted. According to the complainant, the patient experienced injuries. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.